Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's ventricular assist device (vad) was stopped due to a continued driveline infection, which led to the driveline being cut. It is unclear whether the driveline was cut by the patient or hospital staff. As a result of the adverse event, the patient was diagnosed with a driveline infection and hospitalized for treatment. The patient has since been discharged and is currently alive at home. The vad is no longer in use. The patient has not received a heart transplant yet and is currently awaiting transplantation. There has been no heart recovery, no vad exchange, and no further treatments or interventions reported.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log files were not available for analysis. As a result, the reported driveline cut and vad stop events could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the limited available information, the most likely root cause of the reported driveline cut event may be attributed to the handling of the driveline cable. Based on the available information the most likely cause of the vad stop event can be attributed, but not limited, to the severed driveline cable, as mentioned in the event details. Per the instructions for use, driveline infection is a known potential complications associated with the implantation of a vad. There was no evidence of past similar adverse events for this patient. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.